Event description:
It was reported a snare was used to recover the coil and the procedure was cancelled. The 9.8mmx2mm target lesion was located in the mildly tortuous anterior superior pancreaticoduodenal artery. A 3mmx10cm idc was selected for use. During the procedure, it was noted that the tip of the coil was caught in the coil that was embolized earlier and early detached in the distal part of the catheter when it was forcibly pulled back. A snare was used for removal and device was recovered. The procedure was not completed. No patient complications were reported.

Manufacturer narrative:
F10. Impact codes corrected.

Event description:
It was reported a snare was used to recover the coil and the procedure was cancelled. The target lesion was located in the mildly tortuous and non calcified anterior superior pancreaticoduodenal artery. A 3mmx10cm idc was selected for use. During the procedure, it was noted that the tip of the coil was caught in the coil that was embolized earlier and it was noted that the coil got early detached in the distal part of the catheter when it was forcibly pulled back. A snare was used and recovered. The procedure was not completed. No patient complications were reported it was further reported that the procedure was sufficient and no additional procedure is planned.